Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor coupling and that it was taking too long to charge. The patient reported that she repositioned the antenna. The antenna dial was turned through all 4 positions on the call and the patient reported that the issue resolved. The patient also reported seeing the thermometer screen when recharging. The patient reported that this is the first time she received the screen. The patient reported that this happened right when she was finishing the recharge session after recharging for 12 hours. The patient reported that she had the antenna right over the skin, leaning back against support and had blankets around her. The patient was advised to try recharging in a well-ventilated area. The patient reported that she would monitor and call back if the thermometer screen became persistent. The patient also reported that she had only seen the ins full screen twice since implant. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.